Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor cannula was missing when the sensor was removed from her body. The blood glucose reading was 126 mg/dl. The sensor will be replaced and returned for analysis.